Manufacturer narrative:
Returned device analysis results indicate the balloon pressure was below specifications, the cuff sustained leaks caused by a sharp instrument. It appears that these leaks occurred during the removal of the device. Unable to complete the resistor flow rate test for the pump as contamination caused obstruction in the resistor. Should add¿l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report number: 2183959-2013-00699. It was reported that patient had her device removed due to fluid loss. The patient was reimplanted with a new acticon neosphincter device at this time.